Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system during a set change. The insulin pump was not bumped or dropped. The drive support cap was loose. The customer did not recall pressing the cap while connected. The customer¿s blood glucose during the incident was 229 mg/dl. The insulin pump will be returned for analysis.